Event description:
It was reported to boston scientific corp that during a transvaginal sling procedure using a capio suturing device, the suture bullet dislodged and was not retrievable. X-rays of the pt did not reveal the bullet, but it is assumed to be inside the pt. The pt reportedly suffered no other complications as a result of this event, and was "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.